Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Final angiography showed a type ii endoleak and the physician decided to monitor the patient. In 2009, follow up exam revealed aneurysm enlargement due to the type ii endoleak which was originating from the inferior mesenteric artery (ima). Eight days later the patient underwent a reintervention to embolize the ima which was unsuccessful. The grafts were then explanted two months later. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of patient's anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. The device has been returned to gore for analysis.